Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer¿s representative and a consumer regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that the patient's stimulator was getting hot and bothering their kidney. The representative planned on meeting the patient at their doctor's office but the patient was being taken to the ER from their cardiology appointment. No further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer via a manufacturer representative. It was reported that patient felt like their implantable neurostimulator (ins) was getting hot when they were lying down on their back while using the device. There were no falls or traumas reported by the consumer. All impedances were within normal limits. The manufacturer representative reprogrammed the ins and changed the rated from 40 to 50. The patient was instructed to turn off the ins while lying on their back to check if they still experience the warmth. If not, then the consumer planned to turn it on and run at a lower amplitude. It was unknown if the issue resolved. The patient was going to call the manufacturer representative back to inform them of their experience when following the planned steps. No further complications were reported.